Event description:
It was reported that the patient returned to the operating room for an aortic valve replacement for worsening aortic insufficiency. The procedure was completed and the patient was transported to the intensive care unit while they recovered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The patient remains ongoing on heartmate 3 lvas, serial number(B)(6) , with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Chapter 5 of the IFU, "surgical procedures", states that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the device will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.